Manufacturer narrative:
No button response due to corroded keypad traces. Pump received with cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that his daughter's insulin pump act and esc keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Child's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.